Event description:
It was reported that the patient experienced infusion set tubing came off accidentally event on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.